Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument clips are not forming properly. The clips were not being applied tight enough and were loose. The surgeon noticed this right away and a new instrument was used to complete the case. There was no consequence to the pt.